Manufacturer narrative:
Additional information: b3: event date, h6: type of investigation , h11. H11: device event logs show that a total parenteral nutrition infusion was initiated on (B)(6) 2026 at 00:34 with a programmed rate of 66.2 ml/hr (volume to be infused 1258 ml). During therapy, multiple downstream occlusion events were recorded, including occurrences that resulted in pump stops with auto-restart cancelation. All recorded occlusion alarms were subsequently cleared, and the infusion resumed. On (B)(6) 2026 at 18:59, an air-in-line alarm occurred when 1203 ml had been delivered (55 ml volume to be infused remaining). The alarm was cleared at 19:02 and the infusion was not further documented as completed in the available log.review of the available event logs did not identify evidence of device malfunction. All recorded alarms (occlusion and air-in-line) were detected and managed according to device design. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused amino acid during delivery. Amino acid infusion was scheduled to be reduced at 13:34 for one hour and then tpn (total parenteral nutrition) to be fully stopped at 14:34, but the amino acid bag ran dry at 13:00, resulting in the patient missing 1 hour and 34 minutes of infusion (over infusion), while the lipid infusion had no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.